Manufacturer narrative:
Results - (other) - a review of the mfg records for this lot did not reveal any non-conformances during mfg. A review of our complaints database reveals no other reports received on this device lot number. The complaint sample was visually examined. The examination revealed that the needle protection is broken near the needle. The needle and needle protection device are assembled on an automated assembly machine. A review of the assembly machine did not indicate any position on the machine that may have caused the damage. The instructions for use (IFU) states that the end-user should engage the needle into the needle protection device by "pressing the sheath against a flat surface...using a one-handed technique." Additionally, the IFU states "visually confirm that the needle is fully engaged into the needle protection sheath." Conclusion: the complaint of the needle protection breakage was confirmed. The cause of the breakage was not determined. The cause of the needle stick was likely user error of not assuring needle engaged into protection device per the IFU.

Event description:
User alleges that the needle pro malfunctioned and broke off, thus not retaining the exposed needle. The rn gave the injection to the pt. Then used the safety device to slide over the exposed needle. Rn was unaware the safety device was broken, and had not secured the needle in the plastic housing. She placed the syringe on the gurney mattress. Later she leaned against the mattress and the dirty needle poked her in the thigh.